Event description:
It was noted that part of the sheath wall came out when the needle was advanced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It should be noted this occurred during prep for an atrial fibrillation procedure.